Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead encountered high impedance and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Analyst commented, the returned lead distal segment was thoroughly analyzed (including destructive analysis) in an attempt to find an explanation for the high impedance described in the event. There were no anomalies observed on the returned distal segment. An in-vivo insulation breach or conductor fracture was not observed during analysis. All visual analysis was within specified parameters. The lead was returned with severe explant damage. The full lead was not returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.